Event description:
It was reported that during a right transcarotid artery re-vascularization (tcar) procedure, the 0.018" microwire inadvertently crossed the lesion while attempting to engage the external carotid artery. After the procedure, the patient experienced left-sided weakness. Magnetic resonance imaging (MRI) revealed an 5 x 3 cm embolic stroke. At this time, it is unknown if the reported event is related to procedural issues (such as crossing a lesion without embolic protection), patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as the device remains implanted. At this time, it is unknown if the reported event is related to procedural issues (such as crossing a lesion without embolic protection), patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.